Manufacturer narrative:
Other relevant device(s) are: product ID: 8731sc, lot/serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type :catheter; ubd: 03-jun-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 1000 mcg/ml of gablofen at 630 mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported the pa tient had been experiencing under <(>&<)> overdose symptoms with "periods of flaccid and tone." It was unknown when the issue began. The rep was unsure if the symptoms were related to the patient's evd shunt (external ventricular drain) or the patient's intrathecal baclofen catheter. The catheter was replaced on (B)(6) 2020 as a precaution. It was indicated the hospital was in possession of the catheter and planned to return the catheter. No catheter issues were identified during the replacement. It was unknown if the issue had resolved at the time of the report, as of (B)(6) 2020. The patient's status was provided as alive - no injury.

Manufacturer narrative:
Analysis of the catheter revealed sc connector; coring -tears-cuts in seal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported the event date per the physician was ¿a couple of months ago¿. No rotor study or dye study was performed. No further complications were reported or anticipated regarding the event.